Manufacturer narrative:
Concomitant medical products: ddmb2d4 device, product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary of analysis indicated apparent explant damage. Performance data collected from the device was also received and analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the rv lead integrity alert were met. It was noted there were two non-sustained ventricular tachycardia episodes with v-v intervals <(><<)> 220 ms on from (B)(6) 2016. The 357 ventricular sics since the last session 15.7 days ago and the lead failure predictor triggered on (B)(6) 2016 for ventricular sics and nsvts.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to right ventricular (rv) lead oversensing of sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. It was noted lead interference was suspected with a previously capped rv lead, as clipping on the electrogram (egm) was observed, along with potential artifact sensing on all sensing egm vectors. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.